Event description:
It was reported that a beta bionics ilet user called experiencing a hypoglycemic episode with 56 mg/dl blood glucose (bg). Pt had several questions about the pump and was advised to treat the low and call back. He did not report experiencing symptoms during the event. He treated with glucose tablets and called back approximately 1 hour later and was at 100 mg/dl bg.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.